Event description:
A customer's wife reported on (B)(6) 2011, 8:00am, at home, customer was attempting to test, and kept receiving an (unspecified) error message. Customer was not responsive and subsequently experienced a seizure and a loss of consciousness. The paramedics were called and treated customer with an intravenous infusion of unknown type on the scene. The customer was transported to a hospital where he was diagnosed with hypoglycemia, tested every hour to check his sugar and also received an IV of unknown type. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.